Event description:
Customer reported after inserting a test battery in the AED, they heard a popping sound and saw smoke. They removed the AED battery and noticed it was very warm.

Manufacturer narrative:
The AED has been sent to the manufacturer for evaluation. Customer did not send the battery with the AED. They stated they had disposed of the battery. Evaluation results will be provided in a follow-up report.